Event description:
It was reported that the customer was hospitalized for hyperglycemia. It was indicated that an alarm occurred and the customer ignored the alarm. In addition when customer ignored the alarm, this caused their bgs to elevate resulting in the hospitalization. The customer was educated on the alarm and the two hbg rule.